Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. However, applicable imaging studies were returned to the manufacturer for evaluation, whose review is as follows: "l5-s1 construct screws show probable bilateral s1 screw breakage. A spondylolisthesis is present. There is no interbody graft. It is unknown what the degree of reduction of the spondylolisthesis was immediately post-op. An interbody graft may help with deformity reduction and fusion. Fusion status is unknown. Root cause indeterminate."

Event description:
It was reported that the patient underwent spinal fusion from l5 to s1 due to spondylolisthesis (grade 1) / spinal stenosis. Post-op, on an unknown date, (after 3 months), both the s1 level screws were visibly broken at the 4th or 5th thread. Patient was currently doing physiotherapy. The screws were still inside the patient. Reportedly, the patient was overall doing fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.